Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later exchanged for a longer length lens and the problem was resolved. Reportedly, "the initial lens rotated to a specific orientation (cw 15), so the replacement lens was fixed in place accordingly."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Correction: g1. Product evaluation: h3 - lens was returned dry with debris/residue within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).